Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was short, angulated, funnel shaped and contained thrombus. After the graft was deployed, it was reported that there was a type 1 endoleak. Balloon intervention to treat the leak was attempted but not successful. A 34 mm diameter talent cuff was used to resolve the endoleak with successful results. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion: aortic neck was short, angulated, funnel-shaped, and contained thrombus. Other: secondary intervention required.